Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that approximately a week after the prior procedure during which, it was subsequently thought, the suture sleeve of the right ventricular lead was insufficiently tightly tied-down, the patient¿s lead was dislodged. The lead was repositioned on (B)(6) 2018. The patient was stable before, during and after the procedure.